Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported there is a possible sensor drift. As a result, a recalibration may be pending.

Event description:
Follow-up revealed the patient passed away. The patient's death has been deemed as unrelated to the device per medical personnel.